Event description:
Reportedly, on (B)(6) 2026, customer support received a report from the patient¿s family stating that the smart spot was not operating properly. When the device was powered on, the power indicator remained orange and did not switch to green. After a brief waiting period, three loading indicators turned green; however, the transmission indicator turned red, and an error occurred. Despite multiple attempts, the issue could not be resolved. The same day, the device was changed with a new one.

Manufacturer narrative:
Analysis synthesis: upon reception, the returned inductive monitor was tested, and the reported behavior was initially reproduced. During the first reception attempt, three green lights with a red pit button were observed, indicating a temporary network issue. As this behavior matches the reported event, it is likely attributable to a local network condition. During the second attempt, the device operated normally, with successful communication and pairing. It should be noted that the device performs self-tests; if memory capacity is exceeded, the status lights remain continuously orange. This case has been recorded for trending purposes.

Event description:
Reportedly, on (B)(6) 2026, customer support received a report from the patient¿s family stating that the smart spot was not operating properly. When the device was powered on, the power indicator remained orange and did not switch to green. After a brief waiting period, the three progressive lights turned green; however, the transmission indicator turned red, and an error occurred. Despite multiple attempts, the issue could not be resolved. The same day, the device was changed with a new one.